Event description:
The complainant reported the automated impella controller (aic) experienced a shut down and would not show the date or time. The aic was replaced, and the case continued. It was reported that the procedural outcome was the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
Section a5 patient ethnicity is unknown the investigation for the reported issue has been completed. The impella device was received from the customer and the unexpected controller shutdown failure mode was not reproduced. No indication of a full or partial reset was seen in the logs. The root cause of the unexpected controller shutdown was most likely due to the 4-in-1 but could not be verified due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.